Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used to touch up a non-mdt stent graft during an endovascular procedure. It was reported that the balloon burst during the touch up of the non-mdt stent graft. A 3:1 ratio of saline solution to contrast agent was used during the procedure, and 20 cc was injected. The balloon was inflated 3-4 times, fully inside the stent graft fabric, prior to the burst. Another non-mdt balloon was used instead to complete the touch up. As per the physician, the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.